Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the reported anomaly in the laboratory. The outer insulation of the is-1 connector was abraded at 7.5 cm, between 10.5 and 12 cm, and between 19.5 and 20.0cm from the connector pin due to friction to the ICD can. The structure of the fractured sensing coil has the appearance of a fatigue fracture. The fracture could cause noise and inappropriate therapy.

Event description:
It was reported that the patient received inappropriate shocks. An insulation defect was found. The lead was explanted and replaced.